Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) japanese patient had impella cp pump inserted for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that when the 14fr sheath and repo sheath were replaced, the patient experienced bleeding due to unrest. A large hematoma of the puncture site formed. The patient required 2 units of fresh frozen plasma.